Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during implantation of intraocular lens, a mark on optic in the axis of the injector was noted. The lens was removed and replaced in the initial procedure and the surgery was completed. Additional information was received stating the lens was removed by enlarging the incision to 3mm. The surgeon suspects the injector or a defective iol.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of split in the center across the entire optic, iol removal and enlarged incision; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information was provided; therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).